Event description:
A customer reported a patient experienced a small posterior capsule tear during a cataract extraction procedure. The planned intraocular lens (iol) was implanted, and the case was completed. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).